Manufacturer narrative:
The component involved in the event is a long thin vertically mounted door frame panel. It is a cosmetic, non-functional component that is attached to the device by several adjustable press-click type fasteners. Some of the fasteners had not been adjusted correctly during initial installation in december of 2020. After two years of intensive use, which according to the user included loaded carts colliding with the door frame panel multiple times a day, the panel came loose and fell off. The component has been reattached by a service technician in accordance with the installation instructions.

Event description:
The right-hand load-side vertical door frame panel of the sterilizer fell off, almost hitting an employee.